Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Event description:
It was reported that the lead was explanted due to intermittent capture anomaly, insulation anomaly, high impedance, and high shock impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.